Event description:
Procedure type: left pneumonectomy. According to the reporter: customer stated that the device was unable to fire during surgery. Medical intervention was not required.

Manufacturer narrative:
(B)(4). .